Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text : device not yet received.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip was being used on (B)(6) 2025 during a robot-assisted lower gastrointestinal tract procedure when it was reported ¿the blue part of the sound reduction component was torn.¿. Further assessment questioning found that the device did fragment and fall into the surgical site and was retrieved with the use of laparoscopic forceps. The procedure was completed with the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip was being used on 11jul25 during a robot-assisted lower gastrointestinal tract procedure when it was reported ¿the blue part of the sound reduction component was torn.¿. Further assessment questioning found that the device did fragment and fall into the surgical site and was retrieved with the use of laparoscopic forceps. The procedure was completed with the use of an alternate device. There was no report of injury, medical intervention, or extended hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event ¿the blue part of the sound reduction component was torn¿ was confirmed. Examination of the returned used device ias12-100lpi found that a small part of the rubber silencer broke off the device. The piece that broke off was returned for examination. Root cause cannot be determined, however, based upon the IFU; a possible cause of this event could be exposure to a sharp or large device through the cannula. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 15 complaints, regarding 15 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that if using the optional sound cap (8 mm, 12 mm): inspect sound cap foam and seal prior to use. Inspect the sound cap after use for physical damage of any kind. If using optional sound cap, use caution when inserting a sharp or large device through the cannula. The optional sound cap may be removed from the cannula at any time during the procedure and should be removed before inserting any sharp or large objects into the cannula we will continue to monitor per regulatory requirements to help ensure patient safety.